Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy, on releasing the stapler there was a large amount of bleeding. The staples apparently did not hold. The utility incision was converted to thoracotomy for rapid control of bleeding.